Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body; the insert chip was identified. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a transfer set was broken. After inspection, the nurse found that a fragment (insert chip) fell out. This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set was in use 2 days. There was no patient injury or medical intervention associated with this event. No additional information is available.